Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-nov-2019 with the following findings: during investigation, there was a replace battery alarm observed in black box at 3:56pm on (B)(6)18; date of reported no power to pump. There was no damage found to battery cap or battery compartment. The battery cap able to attach securely to pump. Pump powers on normal with no alarms. Pump exercised with no alarms or power issues occurring. A replace battery alarm was induced during testing; pump gave appropriate audible and visual alert. Pump opened, no damage found to power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.